Manufacturer narrative:
On (B)(6) 2014, review of pump logs by tandem technical support verified that the insulin gauge went from 220u down to 75u. There was no unexpected delivery, the pump had delivered on 25u bolus and basal as intended. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info alleging that customer's pump fill estimate was at 140 units when she went to bed, and she woke up low and her fill estimate was 76 units.